Manufacturer narrative:
.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated there was a speaker malfunction inop error message and no audio on the mx40. There was no report of a patient injury or harm.